Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found to the reported event. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient's left hip arthroplasty was revised 10 days post implant due to dislocation and subluxation.

Manufacturer narrative:
(B)(4).

Event description:
It is reported that the patient's left hip arthroplasty was revised 10 days post implant due to dislocation.